Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the product dropped a stitch. Another product was used to complete the case. There was no patient injury noted during this event.

Manufacturer narrative:
Summary of evaluation: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached device while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Based on the evidence available the reported condition was confirmed. The root cause of the observed issue was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.